Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that when the nurse tried to attach a second pump module to the right side of the pcu, both pump modules to the right would unexpectedly turn off. Multiple second pump modules were attempted and all caused the devices to turn off. The devices were not in use at the time, therefore there were no adverse effects cause to a the patient from the event. The issue was confirmed by the customer's clinical engineering staff who stated "I tried testing the device on the right side of the pcu and I attached a second module as stated in the report - whenever I opened or closed the door of the module involved in the incident, both modules would shut off and restart. I tried different secondary modules just like the user did, and the same issue persisted."

Manufacturer narrative:
After further review it was determined that this reported suspect device is in fact concomitant. The 8100 lvp s/n (B)(6) is the sole suspect device. Reference report # 2016493-2020-00302 for the failure investigation results.

Event description:
It was reported that when the nurse tried to attach a second pump module to the right side of the pcu, both pump modules to the right would unexpectedly turn off. Multiple second pump modules were attempted and all caused the devices to turn off. The devices were not in use at the time, therefore there were no adverse effects cause to a the patient from the event. The issue was confirmed by the customer's clinical engineering staff who stated "I tried testing the device on the right side of the pcu and I attached a second module as stated in the report - whenever I opened or closed the door of the module involved in the incident, both modules would shut off and restart. I tried different secondary modules just like the user did, and the same issue persisted.".